Manufacturer narrative:
(B)(4).

Event description:
The patient experienced stimulation in the wrong location with her implantable neurostimulator (ins). The patient reported that the stimulation was "high up on her side" and that her health care provider (hcp) tried to fix the issue during surgery and at her first visit after surgery without success. The patient status as reported fair. Follow up information indicated that the patient was still having concerns with her ins and met with her hcp and manufacturer representative. It was noted that the manufacturer representative tried to reprogram the ins but was only able to get stimulation in her "stomach" area. At that time, the hcp referred the patient to a neurology surgeon for a paddle lead. Information on referral or date of surgery was unknown. No other patient outcome was reported. Further follow up information received reported that the stimulation issue was related to a dislodgement/migration of the lead. No patient outcome was reported. A follow-up report will be sent if additional information becomes available.